Event description:
It was reported that during the device replacement procedure, there were difficulties removing the complete rv lead from the connector port. The device was eventually explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported connector anomaly was confirmed in the laboratory. Silicone debris was observed in the vt set screw hex head, and the septum was noted to be damaged, believed to be caused by the setscrew being backed out. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. (B)(4).